Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the condition (missing components) of the returned device. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the pin trl lnr 10d 48odx32id has cracks at the edge. Additionally, the threaded insert and the snap ring were not returned for evaluation. It is worth mentioning that the product information (lot number) of the device was within the missing component. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, heavy usage during the assembly and disassembly process or unintended impaction forces. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. The observed conditions of the threaded insert and ring could be consistent with a component failure that was caused by over-tightening the threaded insert during used, and subsequently and unintentionally disassembling the snap ring from it. However a definitive root cause cannot be established. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr 10d 48odx32id would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the event did not happen during surgery. Upon manufacturers investigation it was noted that the device was cracked.